Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record for the head identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: cat#00999401745 zimmer femoral body - revision - nitrided - porous cementless 12/14 neck taper extended 46 mm neck offset lot#54696200. Cat#00998013522 zimmer femoral stem - revision - nitrided - splined cementless 13.5 mm diameter 170 mm stem length straight lot#78614400. Cat#00998209902 zimmer nut compression cementless lot#54536600. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00266.

Event description:
It was reported that a patient underwent a hip arthroplasty. The patient had a trilogy cup and constrained liner in. Subsequently, approximately 18 years later, the patient dislocated and the doctor was able to reduce the implants under x-ray. Incision was never made. The liner and cup were engaged but the head dislocated from the liner. Attempts have been made and additional information on the reported event is unavailable at this time.